Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had arrived at the hospital unresponsive while connected to the pump. The contact declined to provide further information regarding the customer or pump due to confidentiality.